Event description:
At 930am on (B)(6) while cna in room, vent screen read "patient set up mode" (ventilator not delivering anything). Rt immediately came in room and selected "resume current settings", and vent was running ok. Oxygen stats never fell.